Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a revision procedure, the patient was experiencing pain at the inferior portion of the midline incision and had a small amount of swelling and discoloration. It was also reported that the patient had stitch abscess and the area was minimally red and tender. The patient was prescribed antibiotics. The patient underwent a revision procedure wherein a lead was removed.

Manufacturer narrative:
Additional information was received that the ipg and lead replacement was per physician's preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that following a revision procedure, the patient was experiencing pain at the inferior portion of the midline incision and had a small amount of swelling and discoloration. It was also reported that the patient had stitch abscess and the area was minimally red and tender. The patient was prescribed antibiotics. The patient underwent a revision procedure wherein a lead was removed.